Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the system was unable to turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the power supply and pdu fan tray to be defective. To resolve the issue, fse replaced the pdu and fan tray. The defective part was sent for analysis, for pdu fantray fru failure was found and the failure was found to be defective power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.